Event description:
Reporter alleged his uncle was unresponsive and he obtained a result of 306 mg/dl on his compact plus system. Reporter stated he got the customer a cookie, got him to take some bites, and also gave him orange juice which he was not able to get on his own. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.